Manufacturer narrative:
The customer reported that the alarms are not sounding when expected, and the screen has a banner reading: "alarm suspended." This happens after suspending an alarm. It takes 30 seconds longer than the set time to resume monitoring and alarming. They also felt that if a patient's heart rate reached 190, it should not just alarm for warning. Tech support stated that it is possible with extended arrhythmia settings to alarm differently. No patient harm was reported. Investigation conclusion: review of the complaint device's serial number found that the software version was over 10 years old. Further troubleshooting was not available. The complaint device would not be returned to nk. The complaint could not be confirmed. Root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 09/09/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the alarms are not sounding when expected, and the screen has a banner reading: "alarm suspended." This happens after suspending an alarm. It takes 30 seconds longer than the set time to resume monitoring and alarming. They also felt that if a patient's heart rate reached 190, it should not just alarm for warning. Tech support stated that it is possible with extended arrhythmia settings to alarm differently. No patient harm was reported.

Manufacturer narrative:
The customer reported that the alarms are not sounding when expected, and the screen has a banner reading: "alarm suspended." This happens after suspending an alarm. It takes 30 seconds longer than the set time to resume monitoring and alarming. They also felt that if a patient's heart rate reached 190, it should not just alarm for warning. Tech support stated that it is possible with extended arrhythmia settings to alarm differently. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 (B)(6) 2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested.

Event description:
The customer reported that the alarms are not sounding when expected, and the screen has a banner reading: "alarm suspended." This happens after suspending an alarm. It takes 30 seconds longer than the set time to resume monitoring and alarming. They also felt that if a patient's heart rate reached 190, it should not just alarm for warning. Tech support stated that it is possible with extended arrhythmia settings to alarm differently. No patient harm was reported.